Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise over-sensing which led to pacing inhibition. No intervention was made and the clinic would continue to monitor the lead. The patient was reported to feel symptomatic and currently stable.